Manufacturer narrative:
A root cause could not be determined. Patient samples were investigated. A non-specific inteference to the tsh assay was not found in the samples. Discrepant results were generated during the investigation for ft4 between the elecsys, centaur, and architect methods, but a root cause for the discrepancy could not be identified. No additional patient samples were available for further investigation.

Event description:
The customer alleged they received questionable thyrotropin (tsh) and free thyroxine (ft4) results for one patient on their e-module. The repeat results were produced on an architect analyzer. The patient's initial tsh result was 37.17 uiu/ml. The repeat result was 25.4 uiu/ml. The patient's initial ft4 result was 2.69 ng/dl. The repeat result was 1.02 ng/dl. It was unknown if any results were reported outside the laboratory. No adverse events have been reported. The tsh and ft4 reagent lot numbers and expiration dates were not provided.

Manufacturer narrative:
This event occured in (B)(6).